Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with neurostimulator (ins). The caller reported battery was overdischarged and once recovered it would not hold a charge. Troubleshooting performed by doing power on rest (por). The device was explanted on the date of this report. Issue was resolved at the time of this report. No patient symptoms reported.